Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. A review of the event was conducted by an isi medical officer and the following additional information was provided: a patient of unknown age and co-morbidities underwent an ion biopsy of a right upper lobe nodule. Biopsy tools used included a cryoprobe. The procedure was completed and suctioning was performed. Blood transfusion was ordered. There was no reported malfunction of the ion system, instruments or accessories. Attempts at obtaining further information have been unsuccessful. Based on the limited data the reported event was probably procedure-related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single-center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The target nodule was 1.5 centimeters in size and located in the right upper lobe close to a fissure. Instruments used for biopsy included a third-party cryoprobe. The procedure was completed as planned with no delays. The bleeding was noted after the ion procedure and required suctioning; the estimated blood loss is unknown. Other interventions used to control the bleeding were not provided; however, the physician confirmed that they gave blood transfusion orders. There was no device malfunction associated with the event. The physician reported that the bleeding was not ion-related, but rather attributed to the use of cryoprobe. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.